Manufacturer narrative:
This is being reported for a problem found earlier. The investigation revealed during movement to the s1 left trajectory connection to the motion controller was lost while still in an active move state. A warning was presented to the user stating: " motion-control communication stopped. Communication with the excelsius motion-control system has stopped. Restart the system. If error persists, contact globus medical service." After a system restart because of the loss of communication to the motion controller while the arm was in an active move state, homing was lost. The user was presented with a warning stating: "motion-control homing incomplete. The system's motion-controller requires homing. Press foot pedal and wait for homing to complete. Contact globus medical service." The user successfully homed the system clearing the warning, however at this point a second system was brought in to proceed with the surgery. The system correctly identified and alerted the user to these occurrences. The observed overall risk is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was completed with a different robot due to system error.